Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 400 mg/dl, and the meter bg reading was 38 mg/dl. Reportedly, a second cgm bg reading was 400mg/dl, and the meter bg reading was 32 mg/dl. Due to the inaccurate cgm reading customer experienced a low bg of 32-38mg/dl. Customer consumed carbohydrates to address low bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.